Manufacturer narrative:
The assy, fru mcb (s/n# (B)(4)) was received at the manufacturer on february 21, 2018 and has been dispositioned to be scrapped once failure analysis is completed.

Manufacturer narrative:
Product evaluation: the assy, fru mcb (s/n# (B)(4)) was evaluated by the supplier and was received back at the manufacturer on october 03, 2018. The evaluation noted that the packaging in which the unit was returned was undamaged. The external appearance of the mcb does not show any signs of wear and tear. The RMA supplier analysis report indicates that the firmware was installed incorrectly or there were some issues with the firmware, which caused the standard test to fail. The mcb was reprogrammed and past the retesting. Probable root cause: based on supplier fa report, the probable root cause was determined to be firmware issue.

Manufacturer narrative:
Information extracted from the service report: no countdown was observed. The master control board was replaced and p/I (open/close loop) calibrations were performed. The fiber port was cleaned with a dedicated tool to prevent contact corrosion. The laser worked properly according to manufacturer specifications.

Event description:
It was reported that at the start of a prostate procedure, an unspecified error code was observed, and no countdown was noted when turning on the laser. Attempts to clear the error and utilize the laser were unsuccessful. The procedure was reported to have been rescheduled. Patient outcome: no injury to patient reported.